Event description:
Patient¿s mother called to complain that the true result was reading too high and was directly responsible for the required medical intervention. Tested daughter. True result meter results was 454 mg/dl. Mother administered insulin. Mother could not provide info regarding the type or amount of insulin. Using another meter, the mother tested the daughter¿s blood 30 minutes later. Meter result was 149 mg/dl. States that daughter became increasingly lethargic and unresponsive, so called for an ambulance. Daughter was admitted to the hospital for diabetic coma. Mother is not aware of daughter¿s glucose level at time of admittance to hospital.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).